Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. A recoverable error 319 occurred pointed to the universal surgical manipulator (usm) 2. The fse confirmed and reproduced the reported failure. The issue was resolved after replacement of the usm2 . The system was tested operated without error and verified as ready for use. Isi received the usm2 involved with this complaint and completed the device evaluation. Failure analysis investigation confirmed and reproduced the reported failure. The unit was tested on an house system and failed normal mode as it triggered 319 errors on the rolling loop. During pftp testing, the unit failed the fiber test on the rolling loop. The rolling loop fiber cable was swapped with a new one and the error no longer occurred. The original rolling loop fiber cab was reinstalled and the errors returned. The unit was tested on a pftp with a new rolling loop fiber cable and passed direction test, lissajous, cva characterization, sensors check, sine cycle, friction test, carriage friction test, brake release test, brake hold test, advanced brake test, carriage strength test, and carriage switches test. The rolling loop assembly will be replaced as a fix to the reported problem. A review of the procedure log showed the site performed this subtotal gastrectomy surgical procedure on 06-sep-2022 with system sk1296. The system logs were reviewed/analyzed as part of the isi technical support engineer (tse) and isi fse's investigation. Based on the information provided at this time, this complaint is being reported due to the following conclusion: a usm was disabled after the start of the procedure and the surgeon was able to continue with the procedure robotically using 3 arms. Fse replaced the faulty usm arm and fa investigation confirmed a component failure. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. System unavailability after start of a surgical procedure could lead to the procedure to be converted/aborted and may lead to an injury due to the patient's inability to tolerate a conversion/abortion.

Event description:
It was reported that during a da vinci-assisted gastrectomy (subtotal) surgical procedure, recoverable error 319 occurred pointed to universal surgical manipulator 2 (usm2). There was no recover button available and only disable usm2 prompt was displayed. The customer had power cycled the system but the error reoccurred. The customer disabled usm2 and continued the procedure with 3 arms. Customer stated that the arm could be moved manually. An isi technical support engineer (tse) was contacted for troubleshooting assistance. The tse reviewed the error logs and confirmed the reported error as an internal communication error. The procedure was continued with no reported injury. Intuitive surgical, inc. (Isi) followed up with the surgeon and obtained the following additional information: the issue occurred during the procedure. The system functionality was checked upon powering on the system and the system initially powered on without errors. The arm was disabled to continue the operation. The fault could not be recovered even after rebooting the system. There was no non-intuitive motion observed and no external interference occurred.